Manufacturer narrative:
The insulin pump had a blank display due to a solder bridge at module across pin four and five on lcd board. After repairing the solder bridge, the device had intermittent button response due to moisture damage on keypad traces. No cosmetic damage noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was not completed due to a keypad anomaly. The device was returned for analysis.